Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation. It is likely, the image cannot be displayed, due to poor contact of the camera unit and deformation of the cable unit. However, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3; ¿withdrawal when any irregularity is observed¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had no image. Stay on the test pattern. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject device had no image - stay on the test pattern. There were no reports of patient harm.